Event description:
Patient suffered a distal tibia fracture and was implanted with one-third tubular plate with collar, lc-dcp 8 hole plate, medial distal tibia plate, lc-dcp 4 hole plate, and cortex screw construct on (B)(6), 2011. On an unknown date, patient reported pain at implant site. Patient returned to the or on (B)(6), 2013 for removal of hardware. It is reported that patient was healed and was not revised with any other hardware.this is 1 of 17 reports for this event.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. (B)(4): placeholder.